Event description:
This report is being filed upon notification from our mr manufacturer in another country of an event that occurred. During a spine examination scan with the synergy spine coil, the wool blanket covering the patient legs started burning with visible fire, this happened at 30 % of the third scan (tse scan) performed after two scouts. The fire started about 30 cm outside the body coil. The mr operator extinguished the fire. No one was injured in this event.

Manufacturer narrative:
The mr system was fully inspected by the local service personnel and was found to be operating according to specifications. No failure was found. The coil near the cable of the coil in use became hot. Also, this coil was used without any problem after the incident from the pictures, it could not be determined whether the fire started form the blanket, or the mattress, or coil beneath the patient. Analysis of the blanket revealed that's its corner was burned off in the fire. Therefore, a possible explanation of the fire is that the woolen blanket burned corner contained metal wiring. This may have initiated a unwanted rf interaction and would also explain why no further damage to the mr scanner nor the rf coil occurred during the study. Unfortunately, no second woolen blanket was available from the site. Which would have allowed verification of this explantation. This has been a one time event with no known root cause.